Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge change error during the load process. Customer's blood glucose was 432 mg/dl. Reportedly, the customer loaded a cartridge successfully and resumed insulin delivery.